Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced hematoma following a hf sensor implant. The patient was presented to the hospital with right groin pain. Diagnostics determined hematoma in the right thigh and was admitted to the hospital for observation. The patient was treated with pain medication and physical therapy. The patient was discharged on (B)(6) 2017. The patient is a clinical study patient and the issue determined to be related to the procedure but not to the device.